Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient charged the implantable neurostimulator (ins) to half and the recharging antenna got too hot and the patient stopped charging. The patient had excruciating pain the night prior to this report because the therapy was off. It was noted that the implant did not last very long at all when the implant was at half charge. It was noted that the recharging antenna had already been replaced.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.